Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer was brought to the emergency room of the hospital. The customer was treated with manual insulin injections. Troubleshooting was done. The customer reported receiving general alarms from the insulin pump during troubleshooting. The customer also reported possible air bubbles on the reservoir of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.